Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms in coil to coil configuration and triad configuration. Shocking impedance measurements were 40-55 ohms in coil to device configuration. However, this is not a good vector due to this system being an abdominal implant. The physician suspected a connection issue with the device header. Therefore, a revision procedure was performed and the system was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. With loads attached to the device, did shock lead impedance measurements and all measurements are normal. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have resulted in the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.